Manufacturer narrative:
Concomitant medical device(s): viewflex ice catheter. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a device history record (DHR) was unable to be reviewed since a lot number was not provided. Based on the information received, the cause of the reported cardiac tamponade and aortic dissection could not be conclusively determined. Per the IFU, cardiac perforation and intimal dissection are a known risk during the use of this device.

Event description:
Related manufacturing ref: 2030404-2019-00061. The following was published in the journal, "cardiac arrhythmias" titled, "electrocardiographic predictors of outcome after radiofrequency catheter ablation of frequent non-ischemic premature ventricular complexes": among the 63 patients undergoing the ablation procedure, three patients (4.7%) had major complications, two had cardiac tamponade that required urgent pericardiocentesis, and one patient had aortic dissection managed conservatively. No stroke, av block or death were reported. The tamponades were due to ablating with the flexibility in the rvot.